Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Silicone migration: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Other-medical-ndr: not applicable, as the event is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Patient's representative reported, right side device rupture. With silicone leakage into the body tissue and lymphnodes. Diagnosed by ultrasound and MRI. Capsular contracture, baker grade iii. And "breast implant illness (bii)" were later reported. The device has been explanted with en bloc capsulectomy.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally reported capsular contracture baker grade iii.

Event description:
Patient reported via regulatory agency right rupture and "silicone leakage to body tissue and lymph nodes". The device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.